Manufacturer narrative:
Lot number unknown. No part was returned for evaluation. Device manufacture date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. A damaged tracker was reported. The tracker was bent post obstructing a sphere from being attached to the tracker. No patient was present.